Event description:
Patient presented to the physician with the ipg exposure and infection at the chest incision. Physician brought the patient into the or, cleaned the pocket, and removed the entire inspire system.